Event description:
The customer reported that they received an erroneous result for one patient sample tested for cortisol. The sample initially resulted as 0.024 ug/dl and this value was reported outside of the laboratory. The result was questioned by the physician, so the sample was repeated. The repeat result was 33.44 ug/dl and this value was also reported outside of the laboratory to the physician. The patient was not adversely affected. The cortisol reagent lot number was 178322, with an expiration date of 10/31/2015.

Manufacturer narrative:
Investigations also conclude that a reagent issue is not seen, based on the provided quality control data.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional data required for the investigation was requested, but not provided. It was determined that centrifugation conditions of the sample were outside of the tube manufacturer recommendations. Pre-analytic sample handling is the most likely root cause of the issue.